Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2016 with the following findings: during investigation, there was a green horizontal line observed through the middle of the display. The display was clear and legible when tested with a test display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen had a line going through it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.